Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a ventilator's sound abatement foam. The patient has alleged lung infection, difficulty breathing/short of breath, chest pain, headache, sinus affection, and cough. There was no report of serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information the patient has alleged lung infection, difficulty breathing/short of breath, chest pain, headache, sinus affection, and cough related to a ventilator's sound abatement foam. There was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a follow-up report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this follow-up report will be filed. Section h6 updated in this report.

Manufacturer narrative:
Additional information was received on apr 03, 2025 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information the patient has alleged lung infection, difficulty breathing/short of breath, chest pain, headache, sinus affection, and cough related to a ventilator's sound abatement foam. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation, the manufacturer received the ventilator and observed no power cord or detachable battery were attached. A power cord was attached to the ventilator and plugged into an ac source to charge up the internal battery. A disposable filter and product investigation laboratory detachable battery were attached to the ventilator. The ventilator was turned on and let run for 340 minutes. No alarming occurred. There were no foreign particles were observed on it. The trilogy was set up on the bench test device and tested. The ventilator was taken apart to check the air flow path looking for contamination. The internal foam was black, indicating it was not remediated. The black foam was intact. No contamination was observed in any area of the flow path. During testing, no burning odor was observed. No thermal damage was observed at the power cord plug. No interior thermal damage was observed. No exterior surface of the ventilator was above room temperature the manufacturer was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found multiple error codes. The manufacturer concludes that there was no evidence of sound abatement foam degradation. The manufacturer confirmed the presence of contamination in the airpath and unable to address the patient's symptoms. Sections d9, h2, h3 and h6 has been updated in this report.